Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an acl reconstruction, the drill flexible break in the patient. All the broken parts were retrieved from the patient by putting the 4.5mm reamer over the guide wire and malting the head of the broken drill bit back into the joint and was then retrieved the broken piece with a grasper. The procedure was completed with non-significant surgical delay with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The bit portion of the drill is fractured completely away from the body at the distal end of the flexible portion of the drill. The patient impact beyond the reported is not anticipated. No patient injury has been alleged. Therefore, no further clinical/medical assessment can be rendered. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
G4: PMA/510(k)number.